Event description:
On (B)(6) 2025, a spontaneous report was received via email regarding a consumer of unspecified age and gender who used a kt health kt recovery + ice heat massage ball. On an unspecified date the consumer used a kt health kt recovery + ice heat massage ball. They reported that the pellets inside the ball shattered causing shards to come out of the device "almost blinding" them. No further clinical details were provided. Follow up attempts were attempted but not successful.